Manufacturer narrative:
The field service representative replaced the mixer paddle and the issue was resolved.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys afp assay results for one patient sample. The initial result was 226.3 iu/ml with a data flag. The repeat result was 2.33 iu/ml. The repeat result using an eppendorf cup on the top of 7.5 ml tube was 4.29 iu/ml. The result from an access system was 157.12 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 21371601. The expiration date was requested but was not provided. It was found the bead mixer was not adjusted and there was foam on the reagent.